Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8-10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.